Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID :435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The patient reported painful/shocking stimulation sensation. She feels it every day. The patient had no idea what may have caused this event. It&#38112;been like this since initial implant. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp regarding shocking issue. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the health care provider (hcp) reported that the patient did not receive shocking from all four implants since (B)(6) 2005 and the shocking was very temporary.